Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred with multiple cartridges during basal deliveries. Additionally, it was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 100mg/dl to 260mg/dl. Customer reverted to manual injections for insulin therapy.